Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product wa within specification.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011 due to an incident of hyperglycemia. Per the report the pt has been experiencing labile blood glucose for over a week with unexplained highs. The day of the hospitalization she became nausea and her blood glucose was measured as >300 mg/dl per her meter. Upon admit her blood glucose was 376 mg/dl. She was treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.